Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the patient had a very fibrotic groin due to previous cut down procedures. The tract was dilated using dilators 5fr, 6fr, 7fr, and 8fr dilators. The introducer was advanced over a guidewire but because of the fibrotic nature of the groin it was very difficult to advance. Eventually the introducer tracked over the wire over the bifurcation. Images were taken but it was decided that no treatment was required due to the superficial femoral artery (sfa) no longer being patent. When the doctor was removing the introducer over the wire it was very difficult to pull back the introducer. When part of the introducer was outside of the patient the nylon split and the coils started to unravel. Fortunately the guidewire was still through the lumen of the introducer and the remainder of the introducer and guidewire were removed as a unit. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence